Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-3600nd-4 drill bit broke. This was discovered during a case and broke in the patient. Per facility: "the drill was being used for a labral repair and the drill broke during use due to hard bone quality. No patient was injured during the incident and the procedure was continued with another 1.9mm drill. No fragments were left in the patient and the case was completed successfully."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.